Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was not completed because no serial number was provided. Because the pump was not returned to mmdg the complaint could not be investigated. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump would shut itself off. They stated that the pump did not alarm. Mmdg made multiple attempts to obtain additional information about the complaint. The initial reporter stated that the patient had not experienced any adverse effects, but did not provide any other information. (B)(4).